Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a gastric cancer resection, during tissue anastomosis, the device did not fire. The space between the cartridge and anvil closed and the green bar was visible in the indicator window but the handle could not be squeezed. Another anvil was used with the device to complete the case. There was no patient injury.